Manufacturer narrative:
A customer from (B)(6) had reported to biomérieux a misidentification of a urine sample isolate in association with the vitek® ms. Vitek® ms identification result was staphyloccocus haemolyticus (99.9%), and the vitek® 2 gp card identification result was staphyloccocus saprophyticus (99%). The customer stated another test was performed using the vitek® 2 ast card, which gave inconsistent results with vitek® ms identification and consistent results with the vitek® 2 identification. An internal biomérieux investigation was performed. Data analyzed: ecal mzml from 12jun2017 to 14jun2017 were taken into account because the last fine tuning was done on 12jun2017. Two (2) strains received from the customer. Issue date: 14jun2017. Conclusion on the system: the system was operational during the 14jun2017 testing. Conclusion on the identification: the customer's strains were tested on vitek® ms kb v2.0 and v3.0, and both gave a single choice to staphylococcus saprophyticus. So, the most probable identification is staphylococcus saprophyticus, which is consistent with the customer's results using the vitek® 2 gp test kit. Note: the analysis of the customer's strain with a system well-adjusted and with an optimal spot preparation, vitek® ms gave the expected identification. Suspected root cause of the issue: *spot preparation. Regarding the analysis of the ecal mzml files acquired on 14jun2017, there was a high variation of the "all peaks" (between 71 and 122).

Event description:
A customer from (B)(6) reported to biomerieux a misidentification of an urine sample in association with the vitek ms. The customer reported the vitek ms result was staphyloccocus haemolyticus (99.9%) and the vitek 2 gp card result was staphyloccocus saprophyticus (99%). The customer stated another test was performed using the vitek 2 ast card which gave inconsistent results with vitek ms and consistent results with the vitek 2 identification. The urine sample was cultured on chromid cps agar, with an incubation time of 16 hours. The customer reported that the vitek 2 result was reported to the physician and there was a delay greater than 24 hours for reporting results. The customer stated there was no impact to patient treatment based on the ast result. A biomerieux internal investigation will be initiated.